Manufacturer narrative:
Patient information was unavailable. A manufacturer representative was going to have the site perform the gain calibrations on this system which will fix the issue, therefore a system checkout was not performed. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the 2d images were grainy and displaying, ¿low exposure¿. The system was rebooted, the interface cable was disconnected, and the images were acquired again. The images improved but were still grainy. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.